Event description:
Per the audiologist, the patient was implanted in 2009 in the contralateral ear, due to ossification and non response of the initially implanted ear. The patient is a non user of this device.

Manufacturer narrative:
Device not returned to monufacturer.